Event description:
The following information was reported: the exchange to the ace introducer was normal using a .035" x 260 cm j wire. The handle had difficulty engaging the introducer. The balloon indicator came out correctly. During pull back, it was noted that the balloon was not inflated and was inside of the ace introducer. Manual compression was applied for 20 minutes. The patient was not hospitalized. Procedure type: diagnostic coronary vessel size: 5-7 mm stick location: right cfa sheath size: 6f.

Manufacturer narrative:
The device was received with all of the buttons remaining in their manufactured position. The introducer sheath was engaged to the device handle. The balloon was located outside of the distal end of the introducer sheath which differs from the narrative description. The balloon was inflated with water and pressure was maintained and the inflation indicator performed per the specification. Visual inspection of the device revealed that the introducer sheath had a kink which may have obstructed the device path during insertion. Based on the information provided, the root cause of the reported event could not be confirmed. The review of the lhr (lot f1422001) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).